Event description:
It was reported that the patient's right atrial (ra) lead lost capture. Fluoroscopy determined there was a micro dislodgement of the ra lead that lead to this anomaly. The patient was asymptomatic. The physician repositioned the ra lead successfully on (B)(6) 2022. The patient was stable throughout the procedure. Further information was requested but not received.

Manufacturer narrative:
Correction needed to input gender of patient in section a3.